Event description:
Boston scientific corporation became aware of the following event from referenced literature article "reviewing gastroenterology in current key literature and guidelines." According to the literature, an axios stent and electrocautery enhanced delivery system was implanted during an endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) procedure performed on an unknown date. It was reported that stent obstruction and stent migration were noted. The patient also experienced kinking of the bile duct and cholangitis that was treated with a placement of a double-ended pigtail plastic stent in the axios stent, and obstruction of the descending duodenum. A gastrojejunostomy procedure and placement of a duodenal stent were performed to address the obstruction in the duodenum.

Manufacturer narrative:
Event date: approximated based on the date the article was received. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Literature source: no information available. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf patient code e2328 captures the reportable event of bowel obstruction. Imdrf patient code e2401 captures the reportable event of kinking of the bile duct. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf impact code f23 captures the reportable event of additional interventions performed to address the patient complications.